Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Review of the most recent repair record identified no repairs related to the reported event. The reported damaged power cord and exposed wiring could not be confirmed; no problem found. Unrelated repairs were performed and the device was confirmed to be conforming and functional. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the black outer cable had been dislodged from the hand piece leaving the inner wires exposed. There were no reports of any incident having taken place during surgery or of any incident involving a patient. There was no patient involvement. No additional information available at this time. No adverse events were reported as a result of this malfunction.